Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that intervention will be carried out on the right atrial (ra) channel to decrease the sensitivity.

Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. It was noted that the patient experienced palpitations. The ra lead remains in use. No further patient complications have been reported as a result of this event.